Manufacturer narrative:
The customer indicates their understanding of the possible causes of the discrepancies and indicates their confidence that the provue is operating as expected. The customer indicates that each event of the false negative would not have prevented the identification of each antibody. The customer understands that no additional investigation would be performed. The customer indicates that service to the provue is not required. The customer has agreed to contact cts if any additional discrepancies are observed again. (B)(4). Customer states provue operating as expected.

Event description:
The customer reports that the ortho provue resulted a false negative reaction that was positive in manual gel in the antibody screen test. No incorrect results were reported as a result of this incident.